Event description:
Procedure type: low anterior resection. Patient gender: unknown. According to the reporter: the staples did not come out properly. Some staples went into the mylar ring and some did not hit the anvil at all. The knife did cut the tissue specimen. The surgeon also heard a strange "clicking" sound when he opened and closed the instrument. The anastomosis was hand sutured to complete the procedure. Surgery time was extended by more than thirty minutes. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 12/19/2008.